Event description:
Dr performed a breast lumpectomy in 2004 using the visica device for cryo-assisted localization. When seen for acute surgical follow up in about 2 weeks, no complications were reported. Dr reported that an infection in the lumpectomy site was detected. The date of event was recorded 1 month later, the pt was seen in the office 1 week later. The pt was placed on levaquin (500 mg) for 10 days. When dr reported this event to sanarus in 12/2004, the infection had resolved and there were no sequelae.